Manufacturer narrative:
The customer returned the suspected contour® next ez meter (serial # (B)(6)) for evaluation. No test strips were returned. An in-house testing was performed with the returned meter and in-house contour® next test strips (lot # 4kheg43a) using blood spiked with glucose at 68 mg/dl, as determined by ysi instrument in five replicates. All tests recovered within fit-for-use limits.

Event description:
The customer returned the suspected contour® next ez meter for evaluation. A review of the meter's logbook showed the following blood glucose readings recorded on the date of the event (B)(6) 2025): 171 mg/dl at 11:27 a.m., 115 mg/dl at 12:25 p.m., 43 mg/dl at 1:37 p.m., 110 mg/dl at 7:59 p.m., 86 mg/dl at 9:08 p.m., and 60 mg/dl at 11:29 p.m.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered.no information was captured in section a4 as the customer's weight was not provided.

Event description:
The customer reported obtaining a high blood glucose reading using the contour® next ez meter. Based on this reading, the customer administered additional insulin. Approximately two hours later, the customer began experiencing symptoms of hypoglycemia, which he described as feeling dizzy. He could not recall the exact glucose value that prompted the additional insulin dose. The customer stated that the event occurred after he had eaten a meal and gone for a walk. He subsequently contacted emergency services and was transported to the hospital. At the hospital, a blood glucose test revealed a reading of 46 mg/dl. The customer ate 5 pretzels and was treated with glucose and recovered well. He remained in the hospital for approximately three hours. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.